Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead impedance warning and the impedance was high. It was also reported the threshold on the atrial lead was high. A request for additional information was made but not received. The leads remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Intervention was not performed. The threshold for the impedance alert was increased and they are monitoring the atrial lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.